Event description:
While using the aortascan, the customer stated that they are getting inaccurate low aorta diameter measurements.

Manufacturer narrative:
Additional device system component part number: pa015690/0570-0188. The reported failures were confirmed, probe intermittently reading 0ml during aorta scan the display was giving a blank image. This result was confirmed by performing 5 scans with a result of 0 mls.